Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when the device was being applied in the pylorus, the staple line was incomplete and was it was fixed by suturing, and using another device.